Event description:
It was reported that the patient underwent implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3- approximated based on the date of explant.